Event description:
It was reported that the asymptomatic patient presented to the operating room for right ventricular lead replacement procedure. The lead was capped and replaced on (B)(6) due to unreproducible right ventricular oversensing. The patient was stable throughout the procedure.